Manufacturer narrative:
This is a continuation of events previously reported in following regulatory reports 1030489-2023-00048 and 2182207-2023-00129. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was removed on (B)(4)2001 due to an uncomfortable sensation the patient was feeling after the implant. It was removed and replaced by another ipg. The second unknown ipg was then removed on (B)(6)2001 since the pt was still having an uncomfortable sensation. The lead and the extension are still in the pt's body. The patient reported that their ins was implanted to control pain from their damaged left shoulder. The patient reiterated the ins migration and causing permanent damage and the leads being unable to be explanted due to scar tissue. They were in extreme pain. The pt commented that they were not made aware of the possible implant migration nor the potential of having devices scarred in where they cannot be removed. The pt noted that the ins was in their possession. Pt weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported on (B)(6) 2023 that the implanted neurostimulator (ins) that was implanted in 1999 in their butt cheek, was put in to control their shoulder pain.  The ins had to be removed because the ins migrated and had cut through the patient's sciatic nerve, which crippled the patient for life.  The ins was removed however the wires were left implanted because they couldn't be removed due to scar tissue.  The pt requested MRI eligibility information because they were in need of an MRI of both of their shoulders for their shoulder replacement surgery. Additional information was received from the patient on (B)(6) 2023. The pt explained that they got the device implanted on (B)(6) 2000 (not in 1999) due to a work-related shoulder injury. Before the implant, they never had back issues. After the implant (unknown month and day), they started having back issues/pain. One day they woke up and couldn't use their left leg. They went to the doctor and had fluoroscopy imaging done, which showed that the ins had cut into the sciatic nerve resulting in paralysis of the left leg. The ins was explanted around the beginning of 2001 (unknown month and day). The ins is now in the patient's possession. The pt did not want to live/deal with paralysis of the left leg, so they had corrective surgery on the sciatic nerve. The pt is now able to walk but they still have pain and they need to use an orthotic leg brace to walk. The pt could not recall any falls or trauma or other reasons that could have contributed to the ins migrating. Pt provided what their weight was back in 2000. The pt requested MRI eligibility information again. The email from patient services was reviewed and the pt was redirected to speak with patient services to obtain an MRI eligibility form to give to their doctor and to request a new device ID card since they had lost their original card. The pt mentioned the card said they could not have an MRI.